Event description:
It was reported that after updating the pump a few times right after the implant a motor stall had occurred. When this pump was interrogated prior to implant, shelf state was noted. However, there was no pending alarm noted. The representative confirmed using appropriate software and standard procedure. The pump was re-interrogated and the logs noted more than one motor stall. The most recent was on the date of this report after implant at 11:34 and recovered at 11:38. At 11:44 a motor stall occurred again and then it had not recovered at the time of the interrogation. Further review of the logs noted that while in shelf state on (B)(6) 2012 the pump had a motor stall and recovered within one minute. On (B)(6) 2012 the message "stop pump period may exceed tube sets" was noted with recovery on (B)(6) 2012. On (B)(6) 2012, there was yet another motor stall. The pump was again re-interrogated and noted a motor stall which had not recovered. The patient was in the recovery room and not around any magnet sources. It was later reported that the patient was stable. The pump had been programmed to minimum rate resulting in the patient not having had received effective therapy and the physician elected to monitor the pump. Further review of the pump noted the pump had recovered via the restart command on (B)(6) 2013. However, a motor stall occurred again on (B)(6) 2013 and on (B)(6) 2013 the pump stopped with may exceed tube set. This patient experienced no symptoms other than the spasticity for which the pump was being implanted for. Ultimately, the pump was explanted and replaced. This device system was used to deliver lioresal.

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump and motor revealed gear train anomaly; bottom bridge screws loose. The pump was confirmed to be stalled when received for analysis. A recovery occurred after internal decontamination was performed only to stall again before dispense testing was to be performed. During initial destructive analysis the pump components appeared very clean with little evidence of corrosion. Bench testing confirmed that with the inner cover off and pumphead gear attached the motor was still stalled. After pumphead gear was removed the motor stall recovered however no anomalies where found with the pumphead or associated components. Final destructive analysis was performed and pump components were thoroughly inspected finding loose and backed out bottom bridge screws. Further troubleshooting was performed to determine how the loose bottom bridge screws could have mechanically caused the stalls but the root of the mechanical failure could not be duplicated. Motor was internally inspected for any other additional anomaly and none could be found, however it was decided to leave the motor mostly intact within the upper and lower bridge.

Event description:
It was later reported that the patient had to have four surgeries for the pump which started on (B)(6) 2013 (see manufacturer report # 3004209178-2013-07337 for surgery related to infection of patient¿s second device). The reported stated the pump was making noises like a cell phone and the health care provider stated it was defective. The health care provider had told the reporter that when this pump was implanted it made a noise. The reporter stated that the health care provider had asked the company representative what was wrong with the pump before implanting it and the company representative reportedly stated it was ¿fine.¿ the patient heard the device beeping two to three days after he was home. The reporter stated the beeping sounded both like the non-critical and critical alarms. These alarms were really loud prior to the replacement on (B)(6) 2013 and the ¿tone was louder than the other ones.¿the reporter noted that pump did not make this sound all the time and it was not constant. The patient had no change in symptoms. The patient was further seen by the health care provider to discuss the pump issue and reportedly a company representative checked the pump and confirmed that the pump was not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.